Manufacturer narrative:
Block b5 and block h6 (device code) have been corrected following a medical review that a code for misuse and misuse statement was not added on the previously submitted report. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a stricture during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, misplacement of the axios stent occurred. Another device was used to complete the procedure, there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for strictures. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a stricture during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. During the procedure, misplacement of the axios stent occurred. Another device was used to complete the procedure, there were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.